Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from a boston scientific field representative that the pace/sense portion of this chronic right ventricular (rv) lead was capped and replaced due to oversensing that resulted in intermittent pacing inhibition. The patient reported feeling symptomatic at times, both with noise present on the pace/sense channel and prior to the first observations of noise. No adverse patient effects were reported.